Manufacturer narrative:
Covidien reference number: (B)(4). This medwatch report was inadvertently submitted. The issue was previously reported under MDR #8020893-2017-00241.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use a, 980 ventilator malfunction. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.